Event description:
It was reported that oversensing and double counting of premature ventricular contractions occurred when the device was implanted. The sensitivity was reprogrammed which resolved the issues. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted with ventricular short interval count (v-sic) equal to 470.4 counts avg/day, in 14.07 days, between (B)(4) 2012.